Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter state & country code updated. Investigation summary: visual inspection: the ratcheting screwdriver handle ((B)(4), lot number t928412) was received at us customer quality. Visual inspection of the complaint device showed the back of the handle was broken into 4 fragments and the metal cap. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Service & repair evaluation: the customer reported the tip of a ratcheting screwdriver handle was broken. The repair technician reported the handle is broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is handle cracked/broken. The item will be forwarded to customer quality. The evaluation was confirmed. Document specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of raw material certificate could not be established during this review due to the age of the device (over 11 years old). Investigation conclusion: this complaint is confirmed as the back of the handle is broken into 4 fragments plus the metal cap. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation summary: part number: 311.023, lot number: progress, manufacturing site: tuttlingen, release to warehouse date: oct 21, 2008 ((B)(4) pieces), oct 27, 2008 ((B)(4) piece). A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of raw material certificate could not be established during this review due to the age of the device (over 11 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on that an unknown date, the tip of a ratcheting screwdriver handle was broken. There was no patient involvement. This report is for one (1) ratcheting screwdriver handle. This is report 1 of 1 for (B)(4).